Manufacturer narrative:
If more sufficient information is available, medartis ag will submit a follow-up report.

Event description:
Patient was injured when a medartis 2.5 trilock fusion titanium plate, which had been implanted in wrist, snapped/fractured. The patient is currently undergoing treatment for the injuries sustained due to the failure of the product. A second surgery to remove the failed device is scheduled for november of this year.